Event description:
On (B)(6) 2024, vibrant received a report from a patient about hospitalization due to worsening nausea and abdominal pain associated with retained vibrant's capsules. The patient was on vibrant treatment for 2.5 months prior to the hospitalization. The patient has a surgical history of ileo-colonic anastomotic stricture due to cecal necrosis secondary to herniation under mesh 5 years back. Colonoscopy showed an ileocolonic anastomotic stricture, which led to vibrant capsules retention. The patient underwent two interventional colonoscopies to remove the retained capsules from the small bowel to the colon post stricture dilation.

Manufacturer narrative:
On (B)(6) 2024, vibrant received a report from a patient about hospitalization due to worsening nausea and abdominal pain associated with retained vibrant's capsules. The patient was on vibrant treatment for 2.5 months prior to the hospitalization. The patient has a surgical history of ileo-colonic anastomotic stricture due to cecal necrosis secondary to herniation under mesh 5 years back. Colonoscopy showed an ileocolonic anastomotic stricture, which led to which led to vibrant capsules retention. The patient underwent two interventional colonoscopies to remove the retained capsules from the small bowel to the colon post stricture dilation. Notably, vibrant treatment was given despite the patient's medical history contraindicated vibrant use. According to the patient's treating physician, the cause of vibrant capsule retention was the patient's surgery history of ileocolonic anastomotic stricture. Vibrant medical advisor reviewed the available information and concluded that the cause of the obstruction was most likely the ileocolonic anastomotic stricture. Furthermore, it is possible that vibrant's capsules helped identify the stricture. Following the colonoscopies, the retained capsules were moved from the small bowel to the colon post-stricture dilation, and the event was resolved.